Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. The customer's reported problem was verified via error log but could not be duplicated. According to the investigation, service cleared the error code, calibrated, and reinstall the device software. Functional testing and delivery testing were performed, and the pump passed all testing. The problem source of the reported problem is unknown.

Event description:
Additional information was received that the issue was discovered during testing and there was no patient involvement.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed error code 46507. There were no injuries or adverse events reported.